Manufacturer narrative:
A visual examination of the device noted that the clip assembly was fully deployed and was jammed into the bushing, the prongs were not locked into the capsule, and there was a kink in the control wire. These failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the patient's sigmoid colon during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped onto the tissue; however, the clip would not release from the catheter. It was then observed that one arm of the clip was loose and did not lock onto the tissue. The clip was removed from the patient. It was determined by the physician that another clip was not needed, so the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the patient's sigmoid colon during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped onto the tissue; however, the clip would not release from the catheter. It was then observed that one arm of the clip was loose and did not lock onto the tissue. The clip was removed from the patient. It was determined by the physician that another clip was not needed, so the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.